Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis within its original box however it was found sealed. A visual inspection of the box was performed and revealed no foreign matter was noted. Box was rotated multiple times in order to see if any foreign matter moves to the clear part of the box, however no evidence of hairs appeared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID (B)(4).

Event description:
It was reported that a foreign matter was found on the device. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that hair was found in the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was found on the device. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that hair was found in the device. The procedure was completed with another of the same device. No patient complications were reported.